Event description:
It was reported a lead warning occurred, the lead displayed high impedance, noise and there was a lead polarity switch. The physician indicated the cause of the noise was likely due to poor lead/device connection. Upon opening of the pocket the lead pin was easily removed without unscrewing the setscrew. It was also reported there was a problem with the grommet and setscrew on the device. The device was removed and replaced. Upon testing of the lead it was determined all the measurements were within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis indicated a loose/detached set screw.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.